Manufacturer narrative:
All buttons functioning properly no damage on the keypad assembly. Inspected connector on lcd and no unlock keypad connector. Device received with customer drilling a hole at display window. However, device received with moisture damage at electronic assembly. The customer's weight information with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 500 mg/dl at the time of incident. Customer stated that the insulin pump buttons were unresponsive and there is big hole on the screen. Customer reported that he fell on the insulin pump that could have led to keypad anomaly and insulin pump damage. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer had a high blood glucose of 500 mg/dl and treated. No high blood glucose troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return f or analysis.